Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
The event involved a sapph nv 1.2fltr clave-y 289cm that after a few minutes of infusion of parenteral nutrition, at the patient¿s home, a substantial air bubble formed in the tubing set, in the tubing filter, downstream of the air sensor so no pump alarm was generated. It was reported that the tubing set had been correctly primed with a sapphire pump. No physical defect on the tubing was noted. There was patient involvement, no adverse events/human harm, blood loss, or delay in therapy reported. This report reflects the fourth of five events reported.

Manufacturer narrative:
H10 - no product samples, or videos were received for investigation. The complaint of air in line on the 163249255 sapphire set could be confirmed based on the one photo returned for evaluation. Received one photo showing air in line between the y-clave and the filter cassette on the sapphire set. However, a probable cause cannot be determined from the photo provided. It is unknown how the air entered the system. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review for lot 4495885 was reviewed and no non conformities were found that would have led to the reported complaint. Additional information can be found in sections d10 and e3.